Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 426 mg/dl. The customer treated for their high blood glucose with insulin pump. Customer stated that he was using auto mode feature active at the time of event. The customer alleges pump was under delivering due to insulin pump tried to deliver insulin, but blood glucose continues to go up. The insulin pump and reservoir will not be returned for analysis.